Event description:
On (B)(6) 2010, pt's mother reported the pt has seen insulin leak into the cartridge container of his infusion device. Mother stated they tried 2 cartridges and both leaked. Mother reported she then tried a 3rd cartridge on the backup infusion device and have not had any more leaks of insulin. Mother stated she thinks it may be something with the infusion device. Pt's mother stated there was enough insulin that they could pour out of the infusion device's cartridge chamber. Mother reported they tried drying it, but some is under the piston rod. Attempted to troubleshoot; mother stated the pt is the one who would know the answers and he was not with her currently. Several attempts to contact pt or his mother were unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.